Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter full name: courtney hutkowski, acnp. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. All attempts at regaining the fiber optic (fo) signal were unsuccessful. The getinge representative guided the customer in obtaining and zeroing the transduced inner lumen arterial pressure (ap) waveform. Therapy was continued as expected. There was no patient harm or adverse event reported.